Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the patient was experiencing chest pain. Echocardiography showed a small pericardial effusion consistent with right ventricular lead migration verified by chest x-ray. The lead was repositioned. The patient tolerated the procedure well with no complications and no longer experiencing chest pain. The lead was explanted on (B)(6) 2013.